Event description:
Peds patient who the staff called the doctor about because of continued bleeding and vomiting. The peds patient had an bard nasogastric sump tube. An x-ray was completed, the doctor noted that the bard nasogastric sump tube was coiled in the esophagus. When the peds staff removed the bard nasogastric sump tube, it looked like there was a defect at the bottom at one of the holes.